Event description:
Healthcare professional reported, via nbir right side "seroma". Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: seroma.